Event description:
Additional info was rec'd from the surgeon: on may 7, 1998 an iol was implanted os with no complications. On may 8, 1998 the surgeon observed one haptic to be detached and the lens was dislocated. On may 11, 1998 the lens was replaced with the same model.